Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Analysis did not confirm the conductor fracture and high pacing impedance based on normal lead segment resistance measurements, a passing hipot test and inspection that showed no conductor issues. Moreover, no problem detected was selected based on analysis of the returned product. There were no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that this right atrial (ra) lead was fractured and exhibited high pacing impedance. Furthermore, this lead was explanted. No additional adverse patient effects were reported.